Manufacturer narrative:
(B)(6). This report is for an unknown 3.5mm superior clavicle plate/unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2014, a clavicle plate and screws were removed from a patient due to non-union. The plate and screws were intact and there was no damage to them. A longer plate was put in with additional screws. The procedure was completed successfully with no delay reported. This report is for an unknown 3.5mm superior clavicle plate. This is report 1 of 2 for (B)(4).